Event description:
It was reported that during the procedure in the non-tortuous and non-calcified proximal/mid left anterior descending artery for treatment of a 90% stenosis, pre-dilatation was not performed. An ht advance 190 guide wire was advanced to the lesion without resistance, followed by advancement of a 3.5x18 rx xience prime stent system without resistance through a non-abbott 3.5 non-abbott guiding catheter. The stent balloon was inflated three times to 10 atmospheres and the stent was implanted. An attempt was made to withdraw the stent system; however, the stent system was stuck on the guide wire. Both the guide wire and the stent system were removed as a single unit. No post dilatation was performed. There was no adverse patient effect and no reported clinically significant delay in the procedure. No additional information was provided.

Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. The rx xience prime referenced is being filed under a separate manufacturer report number. Evaluation summary: the device was returned for analysis. The resistance was unable to be confirmed. Based on a visual, dimensional, and functional inspection of the returned device, there is no indication of a product deficiency. A review of the lot history record revealed no non-conformances that would have contributed to the reported event. The results of the query of similar incidents in the complaint handling database for this lot did not indicate a manufacturing issue. Based on the reviewed information, no product deficiency was identified.